Event description:
Infant was being treated for pneumonia with rocephen via IV piggyback/IV pump. Also being treatged with ventolin via nebulizer. The IV infiltrated causing swelling, blistering, skin discoloration and sloughing from right hand to the right shoulder girdle. The IV site was the right hand. On discovery of the infiltration the IV was discontinued. The pt was evaluated by the attending physician, then by a vascular surgeon and then transferred to another facility for specialized pediatric care.